Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found that the device missing a tamper seal. There was evidence of the error recorded in the event history log. The customers problem was not duplicated. The motor was activated several times without any issues in the manufacturing utility and standard modes. Visual inspection of the geartrain assembly revealed that the camshaft had a piece of the housing gasket on it. Debris on the camshaft would cause motor alarms. The housing gasket was trimmed by the service technician and a piece slipped into the camshaft, which was the cause of the reported issue. For corrective action the debris was cleared and the error code was cleared. The root cause of the reported problem was traced to service technician. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on (B)(6) 2022 and the evaluation of the complaint found that there was housing gasket on the camshaft which caused error. Email sent to service to review this issue with their team.

Event description:
It was reported that the device, just back from repair, was alarming code 41627, found during bench testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.